Manufacturer narrative:
Os suspect cl discarded.

Event description:
On (B)(6) 2022 a patient (pt) in (B)(6) called on (B)(6) 2022 to report os pain on insertion of a 1-day acuvue® trueye® brand contact lens (cls). The pt continued to wear the os suspect cl for the day. On removal of the suspect os cl, the pt noted there were two lenses. On (B)(6) 2022, the pt wore one of the two and reported ¿something was wrong with the eye.¿ the pt thought ¿dirt might get into the eye¿ but the condition of the eye didn¿t change on removal of the suspect cl. The pt thought the eye recovered as the pt had no more pain, however the pt currently reports glare in the affected eye. On (B)(6) 2022 the pt went to an eye clinic for evaluation and was diagnosed with corneal staining. The pt ¿received a treatment to remove dirt from the eye.¿ the pt was instructed to discontinue cl wear for a while and to return for a follow-up visit in 2-3 days. The pt was prescribed cravit eye drops and another unknown ¿yellow liquid¿ eye drop for corneal staining. On (B)(6) 2022 the pt returned to the eye clinic, no diagnosis was provided. The pt was prescribed ¿eye drops of accelerating agent for repairing cornea¿ were so painful that the ¿eye would pop up.¿ on 09feb2022 a call was placed to the pts treating eye care professional (ecp). The ecp advised the diagnosis is corneal foreign body os; corneal ulcer os. Location and size: only a small area near the center. Va: not examined, however the ecp thinks it would be ok as the ¿size was little¿ infection: na prescribed cravit eye drops 1.5% ¿5id was prescribed for prevention from infection¿ the ecp thinks the symptom was not related to cl. The pt was instructed to return to the clinic, no date of visit was provided. On 16feb2022 a call was placed to the eye clinic for additional information regarding the follow-up visit. The ecp reported that the pt has not returned to the eye clinic since (B)(6) 2022. It is unknown what the foreign matter in the cornea was. On 16feb2022 a call was placed to the pt. The pt reported the eye recovered and currently there is no issue. The pt was ¿busy¿ and didn¿t return to the eye clinic for the follow-up appointment. No additional medical information was provided. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5373080104 was produced under normal conditions. The suspect os cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.